Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the unit would not turn off. Another unit was used to complete the case. No pt complications were reported.

Manufacturer narrative:
Investigation details: investigation was completed, and it was concluded that the micro switch is defective. Mfg personnel will be notified.